Event description:
A (B)(6) patient called in to lifecor customer support to report that his battery charger screen is blinking on and off. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. The reported problem was confirmed. Upon evaluation, it was found that the cause of the charger resetting was due to a defective synchronous buck converter (u603 component) on the pca board. The root cause for the u603 component failure cannot be positively identified, but was likely random component failure. No adverse event resulted from the u603 component failure. The patient received a replacement charger.